Manufacturer narrative:
Concomitant product: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the pump was working when it was first implanted and the patient was down to 6 milligrams of oral narcotics. On (B)(6) the catheter came out so the patient went to the managing health care provider for an emergency and the catheter was put back in the next day. It was noted the patient was out riding a quad and had his hands out to the side picking up items off the ground. The catheter retracted into the subcutaneous tissues of the back. This was seen on x-rays. The catheter was revised (B)(6) 2014 and the patient recovered without permanent impairment, but it was noted the patient still complained of baseline pain despite two normal "pump-o-grams."

Event description:
It was reported the catheter became disconnected from the pump and in (B)(6) 2014 the catheter became unattached. It was noted the doctor told the patient not to lift more than five pounds post implant and two weeks prior to the catheter coming out the patient was told he could resume his normal activities and ¿let his back be his guide.¿ it was further reported now the doctor was telling the patient he could not lift more than twenty pounds. The pump was being used to deliver dilaudid. It was noted his dose had just been increased. Additional information has been requested; a follow-up report will be sent when it becomes available.